Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the first firing on handle connection, the firing was not able to be performed. The surgeon was able to press the green button but could not squeeze the handle. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.